Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrect time of am versus pm on the pump).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows manual time/date change on (B)(6) 2014 from 08:16am to 20:15pm. On (B)(6) 2014 03:01 an unexplained power on reset was observed in the black box. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they are not sure how the pump was in am and not pm. The patient stated that they had a blood glucose (bg) greater than 250mg/dl with extreme thirst and symptoms of dehydration (dizzy and lightheaded). The patient stated that they also had a low bg of 44mg/dl and 37mg/dl two days in a row. This report is being made due to bg excursion the patient experienced related to use error, the am and pm on pump was incorrect.